Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2020. The clinical / medical investigation concluded that ,based on the documentation provided, the root cause of the reported event was could not be definitively concluded; however, damage to the locking detail has been known to preclude successful implantation. The patient impact beyond the reported surgical delay greater than 30 minutes and the modified surgical procedure using the backup device would not be anticipated as reportedly, the procedure was successfully completed without patient harm/injury and the patient ¿is now normal and has been discharged from the hospital¿. No further medical assessment is warranted at this time. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a right tka surgery, the early stage of surgery was very smooth. The 3-4 / 9mm tibial trial was completely suitable, but it could not be implanted with the real insert. The surgeon removed the insert, cleaned the baseplate and insert, and installed it for more than three times, but could not be implanted. Finally another same size insert from s+n was used to complete the surgery. A delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.